Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, a cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating unexplained high and low blood glucose readings from the insulin pump. The customer stated that the pump is not delivering insulin properly. The customer stated that she has experienced low blood glucose yesterday at 32 mg/dl. The customer was advised to disconnect from the pump, and to check if drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer also stated that she had gone to the doctor and have adjusted her basal rates as they kept reading high. The customer stated that she gave herself boluses that the pump suggested and she sugars were still high. The customer treated the high blood glucose readings with syringe. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.